Manufacturer narrative:
(B)(4). The customer reported, the device failed the self test displaying no shock delivered and a number of other paddles related symptoms. The symptoms reported are testing only symptoms. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported, the device failed the self test displaying no shock delivered and a number of other paddles related symptoms.